Manufacturer narrative:
(B)(4). We are in the process of evaluating the device. Upon completion of the eval, a follow up medwatch report will be filed.

Event description:
It was reported that during a left sided ventricular tachycardia ablation procedure, an occlusion was noted. The pt was anti-coagulated with heparin with an approx act of 300 during the procedure and pt mapping was completed. The (B)(4) generator and cool point pump settings were 35 watts, 45 degrees celsius, 120 seconds, 2 ml/minutes basal flow rate and 17 ml/minutes during rf delivery. The contact therapy catheter was advanced into the pt, and prior to the application of rf delivery, an occlusion alarm occurred. The contact therapy catheter was removed and a thrombus was noted inside the catheter tip. The catheter was exchanged to complete the procedure with no pt consequences.